Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. Upon interrogation it was noted that the right ventricular (rv) output was programmed to 2.5 volts on the pacemaker, which was the same as the rv lead threshold measurement. Due to this, there was intermittent loss of capture (loc). Review of the remote home monitoring data found variable rv thresholds up to 2.4 volts since the beginning of the year. The field representative reprogrammed the rv output to 5.0 volts. An x-ray was taken which did not yield significant results. The physician thought the elevated thresholds may be a result of a micro dislodgement since the lead did not appear to have moved. The patient will be evaluated in the future for an upgrade to a bi-ventricular device upgrade. At this time the pacemaker and rv lead remain in service and no additional adverse patient effects were reported.